Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse determined the cause of the reagent probe a leak was the collar wash valve. Fse resolved the leak by replacing the valve. (B)(4).

Event description:
The customer reported the unicel dxc 800 synchron system had drops under reagent probe a. The leak was only drops and contained to the instrument. No erroneous results generated. No exposure reported. Customer was wearing gloves and laboratory coat.